Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraesophageal procedure, the tip of the harmonic ace instrument broke off, resulting in a fragment falling inside the patient. The instrument was inspected before use and no unusual observations were noted. The instrument was used for hiatal dissection when the issue occurred; there was no instrument collision. The fragment was successfully retrieved within the same procedure under direct visualization, and confirmation of removal was made. The procedure was completed as planned without any additional adverse impact on the patient. No x-ray was performed. The cause of the breakage remains unknown.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.391" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.